Event description:
It was reported by patient's attorney that on (B)(6) 2022, the patient had a right radial head arthroplasty and was implanted a tornier latitude ev total elbow arthroplasty system which was an unlinked implant. It is alleged that on (B)(6) 2023, the patient had fluoroscopic imaging performed to determine the cause of the continued pain and instability in his right elbow. Allegedly gross dissociation of the bipolar radial head from the radial stem was discovered and surgery was immediately performed.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.